Event description:
Customer reported receiving a false positive result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn and lot number not provided, reader sn (B)(4) five repeat cue covid-19 tests performed on (B)(6) 2022 provided negative results. Although requested, customer did not respond to technical supports three attempts to obtain additional information regarding this false positive result.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number and cartridge serial number were not provided.